Event description:
It was reported that sometimes an error 100 appears on the workstation and x-rays are not available. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and determined the lift roller needed to be replaced, but the part is no longer available as this product is beyond "end of life." No conclusion can be drawn as repair information is not available.